Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had been having multiple (B)(6) since september. With the (B)(6) they had a return of their target symptoms; they had been incontinent for some time, and the device stopped helping them. Their healthcare provider had given them injections for the (B)(6), but remained ongoing. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had a lack of therapeutic effect due to a urinary tract infection (uti) which they later found out was e. Coli. Patient reported it had been hanging on and they had been on 4 different antibiotics, and that their device had not been working the way it was supposed to because of the infection and it was just pouring out. Patient noted they were either leaking or voiding or both, constantly. Patient mentioned they saw their manufacturer representative and they were changed to program 2 and patient increased from 1.9 to 2.6 and then 2.9 in amplitude. Patient stated they were on a drug that they had to take in the next 9 days 3 times and if that did not work they would have to gob ack on IV infusions. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_label_acc, product type: accessory. The patient and evaluation codes also apply to the manual, and this device code: (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The patient was experiencing more incontinence for a couple of weeks and met with hcp (healthcare professional) the other day to discuss this and was told by hcp they would set a meeting in the office for adjustments. The appointment hasn't been set up yet and she wanted to try and go up a little bit to see if it will help. The patient said because incontinence was getting "more and more" she thought she needed to change the batteries in the programmer. Patient said after she changed batteries it's like she didn't even have one on and it seemed like "urinate, urinate, urinate, urinate." The patient said something wasn't working the same; stim turned off after patient changed the programmer batteries and she didn't know if it needed to be reset, patient services reviewed the only way to turn stim off would be by using the off button on the side of the programmer. Patient said instruction was hard to read because it's little and the symbols are little; patient couldn't see. The patient did figure out that the little box that was coming on and was showing that it's not active; she was afraid to hit anything and needs assistance with the programmer. After syncing with the programmer, it showed that therapy was off. She said she never turns stim off and doesn't know how it turned off. With instruction, the patient was able to turn the therapy on and felt stimulation and saidit is "real strong right now because it hadn't been on". Patient services reviewed consideration of decreasing if stim is too strong and then she can work her way back up. Patient planned to meet with hcp if incontinence didn't improve. No further complications were reported or are anticipated.